Event description:
It was reported that during a port placement procedure the guidewire smoothly went inside, but the sheath allegedly couldn¿t be pushed in over the guidewire. It was further reported that additionally, internal jugular vein was getting injured which led to blood loss. The current status of the patient is unknown.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard port MRI power port kit along with components were returned for sample evaluation. Visual, microscopic visual and functional evaluations were performed. The distal end of the peel-apart sheath was noted to be deformed, and the distal tip was noted to have a small crack by the edge. The distal tip of the vessel dilator was noted to be partially cracked on one edge. A kink was noted on the distal portion of the j-tip guidewire. An attempt to retract the loaded vessel dilator from the peel-apart sheath and an attempt to load the vessel dilator to the peel-apart sheath was performed and was successful without any issue. An attempt to load the j-tip guidewire to the peel-apart sheath and vessel dilator was performed and the guidewire successfully advanced through the dilator. Therefore, the investigation is confirmed for identified fracture and deformation. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire smoothly went inside but the sheath allegedly couldn't be pushed in over the guidewire. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI power port kit along with components were returned for sample evaluation. Visual, microscopic visual and functional evaluations were performed. The distal end of the peel-apart sheath was noted to be deformed, and the distal tip was noted to have a small crack by the edge. The distal tip of the vessel dilator was noted to be partially cracked on one edge. A kink was noted on the distal portion of the j-tip guidewire. An attempt to retract the loaded vessel dilator from the peel-apart sheath and an attempt to load the vessel dilator to the peel-apart sheath was performed and was successful without any issue. An attempt to load the j-tip guidewire to the peel-apart sheath and vessel dilator was performed and the guidewire successfully advanced through the dilator. Therefore, the investigation is confirmed for identified fracture and deformation. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.